Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use fiber broke and burned the doctors thumb during a diagnostic/therapeutic cystoscopy, ureteroscopy, and laser lithotripsy. The procedure was completed and no follow up care was necessary for the burn. There were no reports of patient harm.